Event description:
It was reported that the device prematurely deployed. This 8 x 40mm x 135cm wallstent-uni endoprosthesis self expanding stent system was selected for use during a common iliac artery stenting procedure. During the procedure, when attempting to expand the stent in the common iliac artery, the stent did not release from the system. The stent was removed when withdrawing the system into the vascular introducer. However, the stent deployed in the 6f/45 cm introducer and it was necessary to remove the arterial puncture along with the stent. A new puncture was made. A self-expanding stent from another manufacturer was implanted into the common iliac artery. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 8 x 40mm x 135cm wallstent-uni endoprosthesis self expanding stent system was received for analysis. The device was received with the stent already deployed from the delivery system and the deployed stent was not returned with the device. A visual examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified multiple outer sheath kinks. The inadvertent deployment issue was confirmed. The unreported sheath kinking noted during device analysis most probably occurred due to an interaction between the user and the device (unintended), at which stage of the procedure it occurred could not be established.

Event description:
It was reported that the device prematurely deployed. This 8 x 40mm x 135cm wallstent-uni endoprosthesis self expanding stent system was selected for use during a common iliac artery stenting procedure. During the procedure, when attempting to expand the stent in the common iliac artery, the stent did not release from the system. The stent was removed when withdrawing the system into the vascular introducer. However, the stent deployed in the 6f/45 cm introducer and it was necessary to remove the arterial puncture along with the stent. A new puncture was made. A self-expanding stent from another manufacturer was implanted into the common iliac artery. There were no patient complications as a result of this event. It was further reported that the target lesion was 75% stenosed, had mild to moderate calcification, and mild tortuosity.